Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader, and the dhrs showed the libre reader passed all tests prior to release. DHR for kit pack was reviewed and verified correct cable and adapter where in kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast-draining battery. As a result, customer experienced a seizure and was treated with a glucagon injection immediately by a third-party. The customer was then transported to the hospital and their blood glucose was tested and the result was 130 mg/dl. No further treatment was required. There was no report of death or permanent impairment associated with this event.